Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the forceps passage in the borescope had a tear inside the channel wall. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that a tear was inside the channel wall of the videoscope. There were no reports of patient involvement.